Manufacturer narrative:
D9: date returned to mfg 3/21/2024. One device was returned for evaluation. Visual inspection revealed a damaged battery compartment, lifted downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, scratched lcd lens, bad latch lock, damaged battery door, and damaged lemo connector. No evidence was found in the event history log. Functional testing was able to replicate the reported issue; ¿cassette not attached properly¿ occurred during testing and the damaged battery compartment and damaged dso seal were confirmed. The root cause was determined to be an inoperable dso sensor and customer damage. The dso sensor, battery compartment, and dso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an occlusion alarm and had battery compartment and downstream occlusion damage. The event occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.